Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The na and cl electrode lot numbers and expiration dates were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with the na electrode on a cobas 6000 c501 module. The first sample also had discrepant results when tested with the cl electrode. The first sample initially resulted in a na value of 107 mmol/l and it repeated as 142 mmol/l. This sample initially resulted in a cl value of > 140 mmol/l and it repeated as 103.5 mmol/l. The second sample initially resulted in a na value of 113 mmol/l and it repeated as 138 mmol/l.